Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the nozzle, dirt on the objective lens and no image on the monitor. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely dirt on the objective lens resulted in no image on the monitor. However, the most probable cause of accumulation of dirt on the objective lens and foreign material in nozzle could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.